Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at the hospital with atrial lead noise. Lead noise caused inappropriate mode switches, pacing inhibition, and an increase in right ventricle pacing. This was confirmed by remote transmission, but atrial lead impedance was stable. Lead was further monitored. Patient was stable.